Manufacturer narrative:
(B)(4). The device was returned for service with an undetermined malfunction; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had vibration. During evaluation the burr lock mechanism assembly was disassembled and buildup of medical debris and blood residue was observed. It was determined that the condition was caused by biological material left in the attachments. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During service and evaluation, it was observed that the attachment device had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.